Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and opening (linear) on posterior. Leak test and microscopic analysis was performed which identified yellow particles and an opening crease (smooth) on posterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening crease (smooth) on posterior due to fold flaw opening.

Event description:
Health professional reported right side deflation. Device was explanted.